Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device would not advance and a stent strut was lifted up. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.